Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch on the right atrial (ra) lead. The switch triggered due to one out of range pace impedance of greater than 3000 ohms. The pace impedances were typically 530 ohms. The patient was brought in for further evaluation. Isometrics and threshold testing were performed and were stable. Noise was difficult to reproduce, but was observed during the check. The pacemaker was reprogrammed and remains in service. The patient is being monitored remotely. No adverse patient effects were reported.